Manufacturer narrative:
The medical device problem code was updated. Discrepant results for an additional patient sample (patient 2) were received. Clarification of the event was received. For patient 1, the result of 94.8 mg/dl was a repeat result from the c501 module. On (B)(6) 2023 patient 2 initial result was 195.6 mg/dl. The sample was repeated twice with results of 78.1 mg/dl and 84.5 mg/dl. On (B)(6) 2023the field service engineer (fse) readjusted all probe positions and rinse functionality. The module was operating within specification. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to incorrect daily probe cleaning performed by the customer.

Event description:
The initial reporter complained of a high result for 1 patient sample tested for cobas integra glucose hk gen. 3 (gluc) on a cobas 6000 c501 module. The result from the c501 module was 244 mg/dl. This result was reported outside of the laboratory where it was questioned based on another glucose test from a glucometer. The result from an unspecified glucometer was 94.8 mg/dl. This result corresponded to the patient's clinical condition.

Manufacturer narrative:
The gluc reagent lot number was 698268 with an expiration date of 31-mar-2025. Calibration was last performed on 29-oct-2023. Qc is performed daily with no issues.